Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they do had a box of insulin set that was not working for them. The customer was having a high blood glucose and they change the infusion set more often. The customer reported that they did not get any alert on the insulin pump and some of the infusion set had a bent cannula and some of them were straight. The customer was thirsty and dehydrated. The customer reported that they do not feel okay for troubleshooting. The customer informed that they could work on it. The insulin pump will not be returned for analysis.